Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a leak was noted between the strain relief and the shaft. The procedure was completed without complications or intervention.